Event description:
Information received does not address the patient's clinical status but notes that measured data revealed a bipolar lead impedance of >2500 ohms with a 4.5 v capture threshold. Unipolar impedance was 500-700 ohms with a 0.5 v capture threshold. X-rays revealed a possible incomplete connection of the lead pin to the connector of the pulse generator. The pocket was opened and the lead pin was reinserted into the connector header. Normal function ensued.